Manufacturer narrative:
The device was returned for evaluation as the clip remains implanted in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint did not indicate a lot-specific product issue. The investigation was unable to determine a conclusive cause for the gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling. Estimated weight.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat grade 4 primary mitral regurgitation (mr). During the procedure, the posterior gripper did not drop when the anterior gripper responded to the gripper lever. Troubleshooting steps were performed and the gripper was able to lower. A good grasp was obtained and the mitraclip was implanted reducing mr to grade 1. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.